Event description:
It was reported that the pulse generator would not pair with merlin transmitter; it was noted that the patient was asymptomatic as a result. A device software download was performed successfully. No further information was reported.